Manufacturer narrative:
The subject device investigation is still ongoing, results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2026, when trying to screw in the sonr tip ps 55 d ear cable, it would not tighten properly and the tab would move out toward the opposite side. That part was completely loose. By inserting a screwdriver into the ear socket opening, you can see that this part comes loose.

Manufacturer narrative:
The device was returned and analyzed: the atrial terminal block was found outside of the cavity. Mechanical tests were performed by reinserting the atrial terminal block, and retention force was found out of specifications. The production record review performed led to the following information: the manufacturing process for the device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported observation. The main origin of the reported event could not be established with certainty. This complaint is recorded for trending purposes.

Event description:
Reportedly, on (B)(6) 2026, when trying to screw in the sonr tip ps 55 d ear cable, it would not tighten properly and the tab would move out toward the opposite side. That part was completely loose. By inserting a screwdriver into the ear socket opening, you can see that this part comes loose.